Manufacturer narrative:
The device was not available for evaluation. The exact cause of the reported issue could not be determined.

Event description:
It was reported that 8 locking caps from t10-l1 came loose post-operatively causing the left rod to displace medially. A revision surgery was done to remove the locking caps and 2 screws.

Manufacturer narrative:
The device was not available for evaluation. The exact cause of the reported issue could not be determined.

Event description:
It was reported that 8 locking caps from t10-l1 came loose post-operatively causing the left rod to displace medially. A revision surgery was done to remove the locking caps and 2 screws.